Event description:
It was reported that high impedance was detected on the patient's device. The generator was checked the morning of surgery and showed high impedance. When the new m1000 generator was checked, the impedance value was ok. This was checked three times with the same reading. The old m103 generator was then reconnected with the lead and showed high impedance again. The new generator was re-connected to the lead and impedance was ok again. The new generator was implanted with the old lead. The manufacturer's device history records of the m103 generator were reviewed. The generator passed final functional and quality specifications. The suspect product was received but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator high impedance was not able to be duplicated. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. No further relevant information has been received to date.